Event description:
The device was opened to the field and attached to the machine. The machine self test was completed and the device was activated. After about 5-8 uses the forceps failed to release the cutting blade to cut cauterized tissue. Unable to complete the procedure with the current device. A new device was opened to the field and the procedure was completed. There was no injury to the patient.